Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During regular maintenance stryker observed that the device did not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Repairs were attempted however it was determined the device is not serviceable and remains with the customer. The cause of the reported issue could not be determined.

Event description:
During regular maintenance stryker observed that the device did not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.